Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver and unspecified volume of lactated ringers via gravity. The option-lok male adapter of the tubing set was connected to the patient's peripheral IV access site. After an unspecified length of time, it was reported that solution leaked from the arm of the distal clave y-site. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse patient effects and no reported delays therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.